Event description:
Reported issue: during an attempt to remove the inner guidewire, the blue end fell off, the wire was removed but the catheter unraveled and kinked towards the tip. This occurred twice. The same issue occurred with another patient with the same device lot. There was no injury.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Reported issue: during an attempt to remove the inner guidewire, the blue end fell off, the wire was removed but the catheter unraveled and kinked towards the tip. This occurred twice. The same issue occurred with another patient with the same device lot. There was no injury.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.